Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that no issue found on the station. A technical support specialist checked the station's logs and found no error. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system was not displaying medication within the system. The customer indicated that the user successfully removed the medication from a different station, and there were no prolonged delays. There were no adverse events or injuries reported based on this event.